Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 09-feb-2018 from a healthcare professional (hcp) and a company representative who reported that the patient had not recently had an MRI and it was confirmed that there were no emi (electromagnetic interference) sources present. The cause of the repeating motor stalls was not determined. The pump remained implanted at minimum rate. They would be replacing the pump at a later date since the patient was not a candidate for surgery at this time. The patient had no symptoms at the time of this report. The hcp was calling because she heard something musical when she was in the room with the patient and wanted to know if the pump could make that noise. The critical alarm was played for the hcp and she stated it did not sound like an alarm. She was not sure if it was from the pump or not but would keep an eye on it. No further complications have been reported as a result o f this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving infumorph (11.741 mg/day with a patient activated dose of 0.2 mg every 6 hours as needed) via an implantable infusion pump. The indications for use were noted to be failed back surgery syndrome and spinal pain. It was reported that 3 instances of motor stall were noted via telemetry by the home refill nurse. Each had a warning that the duration of the stall may exceed the expectations of recovery of tubing set. At the time of the refill, 8.8 ml was expected in the reservoir and an excess of 20ml was actually in the reservoir. No interventions were taken at the time of the report. The pump was planned to be replaced and the catheter would be tested for patency. No patient symptoms were reported. It was unknown if there were any environmental, external or patient factors which led or contributed to the issue. The patient's status at the time of the report was alive - no injury. No further complications were reported. Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2018-feb-08. At the request of the managing hcp, the representative re-interrogated the pump and verified that the pump was still in a stalled state. The hcp requested that the pump be programmed to minimum rate which was performed by the nurse at the hospital. The plan was still to replace the pump once the patient was medically stable. The patient was reporting a visual analog scale (vas) of 9/10 for pain. A review of the telemetry strip showed 8 separate motor stalls starting on (B)(6) 2018, with all but the last one showing recoveries. No further complications were reported.